Event description:
The wire on the da vinci fenestrated bipolar forceps broke. There was no reported injury to the patient. The instrument had been used 6 times; it is designed for 10 uses. The instrument is being returned to the manufacturer for evaluation.manufacturer response (as per reporter) for fenestrated bipolar forceps, da vinci:will evaluate upon receipt of instrument.